Manufacturer narrative:
Results: the pod5 embolization coil was within the lantern. The embolization coil had offset coil winds on the proximal end. Conclusions: evaluation of the returned lantern revealed the distal tip was ovalized. If the lantern is forcefully gripped or pinched during preparation, damage such as an ovalization may occur. The reported tortuous anatomy may have contributed to the damage on the lantern. Evaluation of the pod5 revealed an embolization coil with offset coil winds. If the pod5 is forcefully advanced against resistance, damage such this may occur. Further evaluation revealed the pod5 was stuck inside the returned lantern at the site of the ovalization and could not be removed. The ovalization on the lantern likely contributed to the resistance experienced during the procedure and the damage to the pod5. The pusher assembly of the pod5 was not returned for evaluation. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.(B)(4). H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01312.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod5 and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was extremely tortuous. During the procedure, while advancing the pod5 through the lantern, the physician experienced resistance and subsequently, the pod5 became stuck and would not exit the tip of the lantern. Therefore, the physician detached the pod5 using a pod coil detachment handle (handle) within the lantern and attempted to flush it; however, the pod5 did not move. Therefore, the lantern and pod5 were removed together. The procedure was completed using other coils and another microcatheter. There was no report of an adverse effect to the patient.